Event description:
The father reported via phone call that the customer experienced high blood glucose. It was also found the battery icon displayed full battery, but one hour later, the battery status was much lower. The father also reported a failed battery test alarm occurred after a battery change. The father also reported that the insulin pump did not alarm them that the battery was weak. It was also found the customer did not receive insulin although the bolus history recorded a bolus. Customer's blood glucose was 3.0 mmol/l. The father declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed all current test no failed battery alarm during test noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.